Manufacturer narrative:
It was reported that a ventilator failed the internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and they could confirm the reported problem. They have resolved the issue by replacing the pressure transducer printed circuit board (pcb). The failed pressure transducer pcb was returned for further investigation. The returned pressure transducer pcb has been tested in a ventilator for a simulated use testing and it failed with internal leakage test during puc. The pressure sensor on the pressure transducer pcb measured a non-stable negative voltage at zero-pressure. Our investigation has concluded that the reported problem is due to a defective pressure sensor on the pressure transducer pcb. The cause that lead the pressure sensor to become defective has not been determined. A defected pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).